Event description:
Reported difficulty in swallowing with pain; the patient underwent two dilations which resolved the issue. No association between the product performance and the event could be established.